Manufacturer narrative:
(B)(4) it was reported that during the case, the patient's blood pressure dropped and echo confirmed a tamponade. A pericardiocentesis was performed and 500-600 cc of fluid was removed. The patient was reported to be in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.concomitant products:carto 3 system (model#m-4800-01 serial#(B)(4)).stockert 70 system (model# m-5463-01 serial#(B)(4)).coolflow pump (model#m-5491-02 serial#(B)(4)).cs refstar deflectable catheter (model#d-1285-02-s lot#:17070925m).cs refstar deflectable catheter (model#d-1285-02-s lot#17043609m).cs catheter with auto ID (model##d-1263-07-s lot#:36g35qct).(B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown. It was reported that during the case, the patient¿s blood pressure dropped and an echocardiogram confirmed a tamponade. Pericardiocentesis was performed and 500-600cc of fluid was removed. The patient was reported to be in stable condition. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.